Event description:
Boston scientific received information that this right atrial (ra) lead dislodged soon after the initial implant procedure. During a recent routine device explant procedure, the ra lead was explanted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.